Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a shield/cap stopper is different color/shade or faded. This event affected 400 devices. The following information was provided by the initial reporter. The customer stated: "the 365301 tube had a closure of 365302 (blue instead of clear closure).

Manufacturer narrative:
Investigation summary: bd received five (5) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for incorrect cap color with the incident lot was observed. All five (5) samples were sst tubes with an incorrect blue hemoguard cap instead of clear. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.